Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer meet vehicular accident due to low blood glucose and visited to emergency room on (B)(6) 2019 with blood glucose level of 20 mg/dl. Customer reported that they were using insulin pump system at time of vehicular accident. Customer was treated with glucose drip. The insulin pump will not be returned for analysis.